Event description:
It was reported that an interlink continu-flo solution set had knotted tubing. This was observed before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified that the tubing was tied off in a knot, approximately two inches below the top y-site. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.